Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained that their cobas 8000 cobas ise module (double) had been generating multiple error messages, including voltage errors, slope errors, and noise errors. The customer stated that 1 patient's ise indirect na, ci for gen.2 results were affected. The initial sodium result was 170 mmol/l, with a data flag. The sample was repeated twice with sodium results of 114 mmol/l and 142 mmol/l. The initial chloride result was 80 mmol/l with a repeat result of 101 mmol/l. The erroneous results were released outside of the laboratory. The customer deemed the sodium result of 142 mmol/l and the chloride result of 101 mmol/l as correct and a corrected report had to be issued. There was no adverse event. The sodium and chloride electrode lot information was requested but was not provided. The customer discovered and repaired the issue. The filter on the ise internal standard reagent bottle had fallen off which was causing air to be aspirated whenever the internal standard level would get low. The field engineering specialist checked and tightened all other reagent bottle filters/tube weights. As additional preventive measures, he checked the reagent bottle tubing and the reagent dispense to ise mixing vessel during prime. He cleaned and checked the sipper and vacuum nozzles. He checked the sipper and vacuum tubing and the pinch valve tubing integrity. He cleaned the ise mixing vessel, electrode and reference blocks. He cleaned and flushed the ise sipper flow path and waste valve. He cleaned the sipper waste fitting. He checked the ise reagent and sample syringes. He checked the ise probe adjustments and rinse water volume. He performed ise check testing. The customer ran ise calibration and qc testing and all results were acceptable. There have been no further voltage level alarms observed. The findings and repairs performed by the customer and the field engineering specialist have resolved the issue.